Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 494 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 494 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery. The customer stated the display returned. The customer was advised that we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 494 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer did not receive failed battery test. The customer was advised to monitor pump and we ship a replacement battery cap.